Event description:
Procedure type: hemorrhoidectomy. According to the reporter: the stapler did not completely fire causing an incomplete staple line. Intra-operative bleeding occurred. The surgeon sutured the unincorporated staple line. The case was delayed an additional hour. Tissue damage occurred. No bleeding of over 250cc was reported.

Manufacturer narrative:
(B)(4).